Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020, to address lead migration (related manufacturer reference number 1627487-2020-31706, 1627487-2020-31705). During the procedure, the physician was unable to replace the lead due to epidural fibrosis, and the procedure was abandoned.